Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had been experiencing elevated blood glucose (bg) levels between 250-300 mg/dl over the past five weeks. Customer alleged that the elevated bg levels began when the healthcare provider adjusted settings. Customer normally administered a bolus with the pump to address the elevated bg. Tandem technical support advised the customer to call back to troubleshoot and consult with a healthcare provider if the bg issue reoccurs.